Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a (B)(4) offset at the tips. In addition, an offset of (B)(4) grips misalignment side to side was also observed. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additionally, the instrument was found to have small sign of thermal damage at one of the edges on the bipolar yaw pulley. The unit passed electrical continuity test. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands were found smashed at the wrist. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a frayed pitch cable at the distal clevis hub.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a fenestrated bipolar forceps instrument did not align. The procedure was completed as planned with no reported injury.